Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hyperglycemia and hypoglycemia attributed to the pump overcorrecting, with a reported high of 256 mg/dl and lows treated with juice, and glucose remained out of range for approximately eight hours; the user performed a factory reset with clinical approval and completed ilet setup with education that a new learning period would occur. Symptoms included dizziness and confusion. Outcomes included non-medical assistance from a family member and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.